Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call radio frequency pic failed self-test, no delivery alarm and high blood glucose levels. Customer's blood glucose level was as high as 465 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their blood glucose using manual injection. Customer experienced thirst and nausea. Troubleshooting for no delivery was performed. Customer was able to resolve the issue with a complete set change. Customer declined to send back the reservoir and infusion set for analysis. Customer declined to troubleshoot for the radio frequency pic failed self-test because it was a past event and they were able to rewind the device properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.